Event description:
It was reported that the balloon ruptured. The 85 % stenosed, de novo target lesion was located in the severely calcified arteria tibial posterior artery. Vascular access was obtained via the femoral artery the lesion was not predilated. It was difficult to insert the 3.0mmx100mmx150cm sterling¿ sl balloon catheter but the physician was able to reach the target lesion. After multiple inflations, the balloon ruptured at 14atms. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).